Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl and insulin pump alarmed for power error detected, replace battery now. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer declined troubleshoot for high blood glucose. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will be return for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, low battery, power loss alarm, replace battery now alarm. The power management tool confirmed power error 25, low battery, power loss alarm, replace battery now alarm was triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. The pump was received with scratched case, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.